Manufacturer narrative:
The reported events were positioning problem/difficult or delayed positioning and high pacing impedance. Final analysis found a complete lead was returned in one piece. The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction - h6 - positioning problem should have been use of device problem.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that it was difficult to place the right atrial lead. The lead also exhibited increased pacing impedance. The lead was removed and replaced. The patient was stable.